Manufacturer narrative:
Reported event: an event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: device name# tri ts femur sz3 right; cat# 5512-f-302; lot# oyb7z; device name# tri cemented stem 12mmx50mm; cat# 5560-s-112; lot# 1669923l; device name# tri ts baseplate size 3; cat# 5521-b-300; lot# rsy9eb; device name# triathlon sym cone aug sz a; cat# 5549-a-110; lot# updw1; device name# tri rm/ll tib aug sz3 5mm; cat# 5545-a-302; lot# xl83462e; device name# tri lm/rl tib aug sz3 5mm; cat# 5545-a-301; lot# xl82710j; device name# tri cemented stem 12mmx50mm; cat# 5560-s-112; lot# 1658755h; device name# tritanium patella-asymmetric; cat# 5552-l-299; lot# rnxx1. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported: "rev rtka w/ poly exchange for chronic infection. Patient was a little unstable and went up on the poly." Rep confirmed that no further information will be released by the hospital or surgeon.